Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. Customer returned 34 files unopened for wgprime25 lot 0000238522 visual inspection with a microscope showed no manufacturing defects or markings. Measured all 8 files, at 3mm, and 9mm from the tip using nikon. Returned product has been analyzed for cyclical fatigue, iso torque, flexiblity, and dsc testing. Was found in compliance with specifications. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that two waveone gold prime files separated during use. Neither fragment was retrieved, both were filled behind, incorporating them as part of the fill. No patient injury and no further treatment planned.